Event description:
On (B)(4) 2012, the reporter/nurse contacted animas (anm) via email and on behalf of the patient alleging a communication issue between the pump and meter remote. According to the reporter, the patient came in on (B)(6) 2012 and his doses were reviewed for the day. In one instance, the reporter noticed a 'large dose' of 7.5 units that suggested by 'ping' meter. The reporter claimed that the calculation should have been 2.5 units. According to the patient, the pump alerted 'setting incorrect' and then he gave the suggested dose of '7.5 units.' The reporter reportedly treated the patient with '2 treatments of 30 grams of carbohydrate to avoid a blood sugar under 80.' The patient stated that he felt low and shaky. The reporter mentioned that they tested a bolus with correction in the office and the device gave the correct suggestion. Through troubleshooting, the patient recalled that he possibly got a message of 'unable to communicate with pump. Bolus setting may not be current. Verify and edit bolus settings as needed.' The patient was informed that the message indicates that the pump and meter remote are not communicating. The patient was also informed that when this occurs, the meter cannot pull setting from the pump and will make recommendations based on meter calculations. The patient claimed that the pump and meter remote had lost communication two other times in the past. The alleged communication issue was not resolved with troubleshooting. The meter remote was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump and meter remote had a communication issue that was not resolved with troubleshooting. The patient also allegedly received treatment from a nurse because of the alleged issue.

Manufacturer narrative:
(B)(4): error code: 17 (rf is down) observed in meter history. Meter paired with a test pump. Boluses were executed using the meter remote with no errors occurring. Meter passed rf test.